Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint as the maryland bipolar forceps (mbf) instrument was found to have thermal damage on the yaw pulley. The instrument was tested in-house and passed electrical continuity test.

Event description:
It was identified in central processing that the rubber on the maryland bipolar forceps (mbf) instrument is burnt. Intuitive surgical, inc. (Isi) followed up with the customer site and obtained following additional information: the robotics coordinator was not informed of any instrument arcing nor any patient injury. As far as the robotics coordinator is aware, the procedure was completed with a back-up instrument and instruments are typically inspected prior to use.